Event description:
Additional information received reported the impedances were measured again during a replacement procedure for the battery being at end of service. Electrodes 0, 1, and 2 had normal impedances (536-984 ohms), while electrode 3 was still greater than 4,000 ohms. A new implantable neurostimulator was placed without replacing the existing lead. It was unclear if the high impedance resolved. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Event description:
Additional information received indicated the high impedances on electrode 3 did not resolve with the replacement procedure. Additional review indicated that a loss of therapy was noted in relation to the battery being depleted. The device was programmed to 2+ and 1- prior to the replacement procedure.

Event description:
It was reported that impedances were normal except for electrode 3 which was greater than 4,000 ohms. No symptoms were reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The battery was at normal end of life and telemetry and output were okay. During impedance measurement tests of the ins, it was observed that with the battery level low or near end of service, the ins measured higher than expected impedance. It is a normal condition of the device that the impedance measurement is less accurate at lower delta-v measurements and also varies with battery level. At higher delta-v conditions (2.0-3.0v, 270-sec), the readings were stable and accurate regardless of the battery level and tissue conditions. The ins was operating as it was designed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.